Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the detached balloon and shaft could not be definitively determined based on the reported information, 6fr slender sheath was kinked secondary to the patient bending their leg at the access site, and the ivl device became caught on the kink in the sheath upon attempts to remove the ivl catheter, requiring force and subsequent damage and detachment of the device. However, this cannot be definitively confirmed without a review of the device. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave m5 plus intravascular lithotripsy (ivl) catheter was used to treat a lesion in the superficial femoral arteries (sfa). The catheter was introduced into the body with no resistance and successfully delivered 300 pulses. During withdrawal, it was noted that the 6fr terumo slender sheath became severely kinked secondary to the patient bending their leg at the popliteal access site, causing the ivl catheter to get stuck inside the sheath. The physician then pulled the catheter with force, causing the catheter shaft to detach from the balloon during removal from the sheath, leaving the detached balloon partially in the sheath. It was confirmed that the detached components were contained in the sheath. The sheath and balloon were then exchanged for a new 6fr slender sheath. There was no patient harm reported.